Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has been received for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received loosened in a midway position. The rotawire was received in the rotablator rotalink plus device. There were numerous kinks in the rotawire. The advancer knob was loosened and then the handshake connections were examined and no damage or issues were found. There was a lot of resistance at the kinks in the rotawire so the handshake connections were detached from each other and then the rotawire was able to be from the advancer; however, due to the kinks, the rotawire was unable to be removed from the burr catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10185. It was reported that the burr became stuck on wire. The target lesion was located in the coronary artery. A 1.50 mm rotalink¿ plus and a rotawire were selected for use. During preparation, it was noted that the burr became stuck on wire as it was not passing freely back and forth. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received loosened in a midway position. The rotawire was received in the rotablator rotalink plus device. There were numerous kinks in the rotawire. The advancer knob was loosened and then the handshake connections were examined and no damage or issues were found. There was a lot of resistance at the kinks in the rotawire so the handshake connections were detached from each other and then the rotawire was able to be from the advancer; however, due to the kinks, the rotawire was unable to be removed from the burr catheter. The rotawire and burr catheter for this complaint were returned to (B)(4) for further investigation. During product analysis performed by (B)(4), the rotawire was able to be removed. The rotalink burr device was sent back to maple grove for product analysis. A test rotawire was used for functional testing and was able to advance with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10185. It was reported that the burr became stuck on wire. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During preparation, it was noted that the burr became stuck on wire as it was not passing freely back and forth. The procedure was completed with another of the same device. There were no patient complications reported.